Manufacturer narrative:
Concomitant products: 407658 lead implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient`s representative that "it felt like the implantable pulse generator (ipg) was moving around in the patient`s chest." The ipg remains in use. No patient complications have been reported as a result of this event.